Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013, and elevate was implanted; and on (B)(6) 2011, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient also underwent cystocele repair, elevate anterior and apical system with intepro lite implant on (B)(6) 2013 due to urge incontinence, cystocele and rectocele. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, and vaginal scarring. It was reported that patient underwent mesh revision on 03/06/2013 due to recurrence of cystocele. (B)(4).